Event description:
Endostitch device by covidien, with v-loc-180 suture on endostitch needle. This was being used in total laparoscopic hysterectomy with bilateral salpingectomy. During vaginal cuff closure, the needle had dislodged from the endostitch device with a thicker bite, and was retrieved without issue. With the same device, a newly-opened v-loc-180 endostitch suture was loaded and suturing was started at another area, with normal-sized bite. After closing the device then toggling switch, opening the device and pulling it back, it was noted that the device was no longer holding needle/suture even though the wings are still in (to indicate it did not spring open to let go of the needle). We were able to identify the suture, the attaching [invalid] and half of the needle. The suture was cut to retrieve the half-needle and fluoroscopy was performed to identify and localize the other half of the needle which was in the vaginal stroma. Vaginal mucosal incision near this was incised and needle was identified and removed. The device and suture were given to manufacturer representative to be sent to engineering for analysis. The patient was debriefed of the incident after the surgery. FDA safety report ID # (B)(4).